Manufacturer narrative:
Title: margin-positive pancreatic ductal adenocarcinoma during pancreaticoduodenectomy: additional resection does not improve survival source: ann surgoncol (2021) 28:1552¿1562 https://doi.org/10.1245/s10434-020-09000-9. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed 2006 and 2015, a study analyzed outcomes of patients who underwent pancreaticoduodenectomy for pancreatic ductal adenocarcinoma. The stapler was used to divide the duodenum. There were 501 patients in the study and complications included: postoperative hemorrhage, pancreatic fistula. Readmissions were reported but no other interventions were reported.